Event description:
The needle malfunctioned during a eus, being done by (B)(6). The needle would not go back inside once it was used. The needle was stuck and would not be pulled back into the sheath. The scope was not damaged and the patient was not harmed.